Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the doctor requested someone to come to the hospital to troubleshoot the insulin pump. It was stated that the customer was hospitalized due to high blood glucose, and unexpectedly the call was disconnected. However, the territory manager called back and requested to be sent a replacement of the insulin pump to the customer due to his hospitalization. No further info was provided.